Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had no camera image output on serial digital interface (sdi)1. The image output channel had been changed from sdi1 to sdi2, and once returned the camera image was running normally. A similar camera control unit was used to complete the therapeutic laparoscopic hysterectomy. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred as there was no serial digital interface (sdi)1 output due to a rear panel failure. The cause of the faulty rear panel could not be identified. Olympus will continue to monitor field performance for this device.